Manufacturer narrative:
The instrument was not returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Multiple attempts have been made to obtain additional information from the customer. A follow-up MDR will be submitted if the instrument is returned (post evaluation) and/or if additional information is received.

Event description:
It was reported that during a da vinci s surgical procedure, a piece of an instrument broke off and fell into the patient. No additional information was provided. The planned procedure was completed and no patient harm, adverse outcome or injury was reported.